Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that they had a repeated error 32056 on universal surgical manipulator (usm) 1. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred prior to starting the procedure pre-anesthesia. The customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The customer power cycled the system, but nothing happened. The surgeon was not able to use usm 1 for the procedure and the surgeon completed the procedure with usm 1 disabled.